Manufacturer narrative:
E1. Initial reporter phone: (B)(6). Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Investigation is in progress, once completed a supplemental will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a clot issue occurred. Clot lodged in the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. Physician made multiple attempts to dislodge the clot by aspirating and flush but no success. No patient consequence. Additional information was received. The clot was located in the clear hub. The physician observed a clot in the hub. Could not remove the clot from the hub. The sheath issue during set-up. Patient anticoagulated above 350. The clot was not excessive but unable to remove from the sheath. The physician considered the amount of the clot observed caused a potential risk to the patient. Could not use the product. No adverse event. The case was completed.

Manufacturer narrative:
The investigation was completed on 21-dec-2023. Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 00002383 number, and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a clot issue occurred. The bwi product analysis lab received the device for evaluation on 22-feb-2024. The device evaluation was completed on 28-feb-2024. The device was returned to biosense webster (bwi) for evaluation. A visual inspection evaluation and irrigation test of the returned device were performed following bwi procedures. Visual analysis of the returned sample revealed a thrombus/clot in the hub area. An irrigation test was performed and no occlusion was observed. No irrigation issues were observed. A device history record was performed, and no internal actions related to the reported complaint were identified. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi¿s quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).